Event description:
A consumer reported inaccurate results with consumer's family member's one touch meter. In 2001, consumer found pt disoriented. Pt had a blood glucose reading of 209mg/dl on ot meter. Pt received an unknown insulin dose based on ot meter reading. Paramedics were called and found pt to have blood glucose of 490mg/dl on unknown meter. Pt was transferred to hospital where pt was admitted with a diagnosis of pancreatitis. During phone contact with a lifescan representative, representative noticed that meter was not showing readings in chronological order. No further info is available.